Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alarms were not confirmed. Found sensor electrode with no physical/electrical damage, submerged sensor under different levels of glucose and sensor passed with accurate readings.. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was¿ 56 mg/dl, and the blood glucose value was 237 mg/dl, which was outside of the acceptable range. The sensor glucose and blood glucose difference is 181 mg/dl. The difference between the sg (sensor glucose) and bg (blood glucose) values falls within the parkes error grid risk categories of zone c. The customer received a change sensor alert. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. Troubleshooting was performed for the change sensor, and the customer is unable to run a transmitter test and/or the test passed. The customer was advised to try another sensor. Troubleshooting was performed for the tester procedure for transmitter, and the transmitter is working correctly. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-7040a was requested, and the customer's response was that the device would be returned.